Event description:
It was reported patient was not able to enter MRI mode due to high impedances after falling several times. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.